Event description:
**Update** (B)(4) 2013 - patient underwent revision procedures on left hip due to pain. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: dense adhesions; gluteus medius was fairly severely attenuated; appeared metallosis was coming from the head neck junction.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-18875. This report, 1818910-2011-14131 will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-18875. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-18875. This report, 1818910-2012-14131, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-18875. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege since surgical implantation, patient has suffered symptoms including but not limited to pain, soreness and difficulty walking. It is further alleged patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility and conscious pain and suffering. In addition, patient was required to undergo revision surgery. Patient was revised to address acetabular cup loosening, pain and osteolysis. Dor: (B)(6) 2012 (right side).

Manufacturer narrative:
Additional information: date of birth.